Manufacturer narrative:
Approximate age of device (age of device:1 year). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient presented in clinic with low flow and low speed alarm for the past two days. The patients primary complaint was lightheadness when standing. Log file analysis captured speed drops. The events occur while the device is connected to the power module. The patient was placed on an un-grounded cable until the driveline repair took place. On (B)(6) 2018, it was reported that the patient was placed on batteries and a driveline replacement was performed. There were no immediate alarms after the repair. No further information was reported.

Manufacturer narrative:
The evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported low speed events captured in the submitted log file. A distal end driveline replacement was performed on (B)(6) 2018 and approximately 14 inches of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket was severed lengthwise up until 1.5¿ the metal connector, but otherwise appeared unremarkable. Additionally, the clear bionate appeared unremarkable. Shield breakdown was observed adjacent to and 2.5¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.